Event description:
It was reported that during a procedure for kidney stone, the fiber was fractured inside the patient. The procedure was completed with another of same device the patient condition following procedure was stable, there were no patient complications.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Microscopic analysis identified that the connector face had burn marks but there was no fiber fracture observed. The complaint against the fiber fracture was not confirmed. The fiber had no defects and had signs of usage. A device history record (DHR) review indicates the device met all manufacturing specifications, and therefore the failure was unlikely related to manufacturing. According to the labeling review, there is no objective evidence that the user did not properly handle or use the device according to the instructions for use (IFU). The IFU states: inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement. Based on the information available, a conclusion code of no problem detected was assigned to this investigation. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the device in question.

Event description:
It was reported that during a procedure for kidney stone, the fiber was fractured inside the patient. The procedure was completed with another of same device the patient condition following procedure was stable, there were no patient complications.